Manufacturer narrative:
This report is filed, january 19, 2016.

Event description:
Per the clinic, the patient was administered mac anesthesia on (B)(6) 2015 to facilitate an abutment exchange. The implanted device remains.